Event description:
A physician reported a pt who was initially skin tested on 10/2/1995 by another physician; results and site not documented. The pt had a history of multiple treatments. On 1/28/1999 the pt was treated in the upper and lower vermillion borders. The procedure was without event. The evening of the same day the pt called the physician and complained of swelling at the right upper vermillion border treated site. On 1/29/1999 the pt was examined. The physician noted edema at the right upper vermillion border, and the pt complained of tenderness at the same site. By 8 pm that evening the pt informed the office that the swelling was better. The physician's diagnosis on 1/29/1999 was a possible hypersensitivity, and probably not a vascular event. The physician prescribed oral claritin and benadryl, as well as application of ice. On 3/31/1999 the pt was seen and no symptoms were documented at the treatment sites. The physician documented that the diagnosis was not hypersensitivity related. No further medical or surgical intervention was prescribed or planned.